Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing due to fusion were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.